Event description:
It was reported that the device fractured and fluid leaked. The significantly stenosed target lesion was located in a heavily calcified coronary artery. A 1.50mm rotalink plus was selected for use. At the course of the procedure, the first three runs were smooth with little to no fluctuations in the rpm. However, during the fourth run, the speed varied from 132-152rpm and ablation was aborted. Consequently, the system was manually pulled out over the rotawire. The device was then pulled out while in dynaglide mode and the machine stalled. Then, the device was back into the guide catheter and it was noted that the top section of the outside of the burr catheter snapped and the rotamix was dripping from the snapped point approximately half way along the system. The defect was contained within the guide catheter and the system was manually pulled out over the rotawire and safely removed from the patient. The physician's opinion was that the fault occurred midway along the rota sheath/shaft. The sheath had an imperfection that created a hole in the tubing during rotablation and resulted to the rota-flush fluid to exit this hole under pressure. As such no fluid was flushing out of the distal end of the rota sheath, resulting in friction between the rota shaft and sheath and deceleration of revolutions and eventually a stall. No patient complications were reported and patient was stable post procedure.